Manufacturer narrative:
H3: analysis of the device is not completed as of the date of this report, a follow-up report will be submitted once analysis gets c ompleted. H6: fdm b21, fdr c21 and img g02005 codes are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: model number: nim4cm01, model description: console nim4cm01 nim 4.0, serial / lot number: unknown. H6: fdm b17, fdr c20 and img g02030 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient interface unit was not connecting to the console. The case was finished by swapping to a new interface unit. There was no patient impact.